Event description:
Dealer states the head rest mounting hardware and the crossbar for the seat are bent.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.